Event description:
A report was received that the patient was experiencing difficulty charging the ipg. A bsn engineer analyzed the patient's database and discovered that the ipg exhibits premature battery depletion. The patient will have the ipg replaced.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. A bsn engineer analyzed the patient's database and discovered that the ipg exhibits premature battery depletion. The patient will have the ipg replaced.

Manufacturer narrative:
Additional information received indicates that the patient was reportedly doing fine after the revision procedure. The explanted ipg was not returned to bsn because it was discarded by the medical facility. A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.